Manufacturer narrative:
(B)(4). The customer's report of set leaking was confirmed. During visual inspection it was noted that the silicone segment had two slits (0.0185 inches and 0.100 inches) near the upper fitment. During pressure testing, leaks were noted coming from the two slits. The cause of the leaking was identified as two slits in the silicone tubing. The root cause of the damage in the baxter tubing was not identified.

Event description:
Customer reported leaking from the tubing. There was no pt harm or medical intervention. No add'l info was provided.